Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic with an infection due to a pocket erosion. No intervention has been performed, however, a device exchange is anticipated. The patient was stable.

Event description:
Additional information received that the device was explanted.